Event description:
The customer reported that when attempting to power their device on, it would cycle power and not complete its boot up cycle. The device could not be used on a patient, if needed. There was no patient use associated with the reported device failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported device failure was a failure of the single board computer (sbc). The sbc is located on the system pcb assembly.